Event description:
Boston scientific received information that this right atrial lead exhibited low, out-of-range pacing lead impedance measurements less than 200 ohms. A review of events in the logbook noted several atrial tachy response episodes that showed noise on atrial electrogram which caused inappropriate atr mode switches. The patient will continue to be monitored and no interventions will be performed at this time. This system remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.